Event description:
It was reported that during a surgical procedure the fiber tip broke inside the patient and it was removed without any problems. The procedure was completed using a second fiber. The patient outcome was reported as: "ok."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap and the metal cap are detached; the metal cap with the glass cap distal end was returned; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone; there is no signs of melting at the location of the fracture; the outer flow tubing open end appears torn. Based on failure analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.